Event description:
The manufacturer received information alleging a trilogy 100 ventilator service required code occurred indicting the internal li-ion not present as indicated by the charger chip (ltc1760) status. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the power management printed circuit assembly was replaced to address the issue. Repair testing was completed and confirmed the unit operated properly. Additional findings not related to the malfunction/issue: scratches were confirmed on the front enclosure overlay. The front enclosure overlay was replaced to address the issue.